Manufacturer narrative:
Carefusion complaint number: (B)(4). In the event that additional information is received a follow-up report will be submitted. The customer stated that the ventilator will not be returning for evaluation. (B)(4).

Event description:
The customer reported that the ventilator's gas delivered engine (gde) blender fails to deliver the correct amount of the set fraction of inspired oxygen (fio2). There was no patient involvement.